Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant, the surgeon "pulled out the lead" when cutting the catheter. There was difficulty placing the lead due to the patient's torturous anatomy. When placement was attempted again, the lead was found to be bent. The surgeon requested a replacement lead and a new lead was implanted. No patient complications have been reported as a result of this event.